Event description:
Pt scheduled for laparoscopic assisted vaginal hysterectomy. During initial trocar insertion at the umbilicus, physician noted a rent in the small bowel. General surgery called in to o.r. Performed laparotomy, small bowel resection with end-to-end anastomosis.